Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak was reported in an unspecified location of the homechoice cassette, which is known to cause this alarm. The leak was further reported as "the table was wet and they could not tell where the water was coming from as there was no damage to the bags and all lines were connected properly". The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell 11 of 11 of peritoneal dialysis therapy. During the troubleshooting, it was reported that there was a leak from the homechoice cassette that led to this alarm. The leak was further reported as "the table was wet and the patient could not tell where the water was coming from as there was no damage to the bags and all lines were connected properly". Renal therapy services (rts) explained the alarm and reviewed proper procedures per the user manual. There was no patient injury or medical intervention associated with this event. No additional information is available.